Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a micro discectomy procedure due to herniated lumbar disc. During procedure, tip of the small reverse angled curette was found broken. The product came in contact with the patient. No fragments were remained in the patient. No patient complications were reported.